Event description:
The customer contact reported the device did not alarm when a distal occlusion was present. On an unspecified date and time, the pump was programmed to deliver an unspecified concentration of heparin and the delivery was started. No specific programming parameters were provided. At an unspecified time between 1330 and 1430, the nurse assistant went into the pt's room to administer morphine sulfate. The customer contact reported that at this time, the nurse noted there was an occlusion. The customer contact reported the device "did not alarm to signal a distal occlusion." During testing at the user facility, the device passed testing. There were no reported adverse pt effects and no reported delay of therapy critical to this pt. No medical interventions were required. Though requested, no add'l info was provided.

Manufacturer narrative:
The device passed testing by appropriately detecting and alarming when a distal occlusion was present. Based on the data verified, hospira could not attribute the issue to the device. The device history was downloaded at the service center. A review of the history indicates that on (B)(6) 2011 between 0756 and 0840, there were 7 n186 (distal occlusion) alarms. This report represents all the info known by the reporter upon query by hospira personnel.